Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an image defect (blackout). There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material in the nozzle due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an image defect (blackout) was not confirmed. In addition to evaluation in b5, due to a scratch on switch button 1, water tightness was lost. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The scope connector was dirty due to water leakage. The scope connector had a scratch. Due to dirt on objective lens, there was a lack of image on the monitor. The connecting tube had a scratch. The plastic distal end cover had a scratch. The light guide lens had discoloration. The objective lens had discoloration. The image guide protector had a scratch. The protector of universal cord on scope connector side had a scratch. The scope connector cover unit had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The right/left knob had a scratch. Due to a scratch on the objective lens, a flare occurred. The up/down knob had a scratch. The scope cover had a scratch. The switch button 3 had a scratch. The universal cord had a wrinkle. The universal cord had a scratch. The grip had a scratch. The suction cylinder was shaved. The control unit had discoloration. The control unit had a scratch. The switch box had a scratch. Due to a chip on objective lens, flare occurred. Reprocessing of subject device it is unknown if the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign materials could not be identified. There was no root cause of the material remaining in the device. It is unknown if the reprocessing was implemented in accordance with the instruction for use (IFU). The section of the device with the remaining foreign material had no deformation olympus will continue to monitor field performance for this device.